Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump screen was scratched and cloudy and it was hard to read. The customer also reported that there were random no delivery alarms, diminished battery life and also had rejected new batteries. The insulin pump will not be returned for analysis.